Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 98 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared, and the customer resumed insulin delivery.